Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the load process. Tandem technical support assisted the customer with how to proceed. The customer indicated that the blood glucose level was "probably" higher than usual due to this event and had declined to provide any further information.